Manufacturer narrative:
Device analysis by MFR: the returned product consisted of a jetstream xc 2.1mm atherectomy catheter. Visual analysis showed no damage on the catheter shaft. No guidewire was returned with the device; therefore, a .014 spider x guidewire was used to test the device. The guidewire was inserted into the tip of the catheter shaft. There was coating being peeled from the wire. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that the guidewire coating was shaved off. A 2.1mm jetstream xc atherectomy catheter and non-bsc filterwire were selected for use. During preparation outside the patient when the jetstream was was loaded over the filterwire, the jetstream began to shave off the outer coating of the filterwire. A lot of tension was noted. The filterwire was exchanged for a new filterwire, but the same issue occurred. The 2.1mm jetstream xc atherectomy catheter was exchanged for a new 2.1mm jetstream xc atherectomy catheter. The procedure was completed and no patient complications occurred. It was further reported that the device was not running when the outer coating of the filterwire was shaved off. This occurred near the distal tip of the catheter.

Event description:
It was reported that the guidewire coating was shaved off. A 2.1mm jetstream xc atherectomy catheter and non-bsc filterwire were selected for use. During preparation outside the patient when the jetstream was loaded over the filterwire, the jetstream began to shave off the outer coating of the filterwire. A lot of tension was noted. The filterwire was exchanged for a new filterwire, but the same issue occurred. The 2.1mm jetstream xc atherectomy catheter was exchanged for a new 2.1mm jetstream xc atherectomy catheter. The procedure was completed and no patient complications occurred.